Event description:
The following report was received from eclinical trial: the patient was randomized to the study in 2007. At index procedure, the patient received two cypher sirolimus-eluting coronary stent at the left main and the mid left anterior descending. Three days later, the patient experienced an anterior myocardial infarction and thrombotic event that were treated with revascularization of both target lesions using two additional cypher des. Approximately three weeks later, the patient experienced another myocardial infarction. This last myocardial infarction was treated with conservative therapy; the location of myocardial infarction is unknown, however, this event was deemed as related to the index procedure and device. Additional information received indicates that the thrombosis on the left main was confirmed on cag. It is possible that the lung neoplasy, diagnosed during hospitalization facilitated the thrombosis. However, the real cause of this thrombosis was not determined. The patient was on antiplatelet therapy, but not under immunosuppresive therapy.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of two products being reported for the same enent. Please reference manufacturing reports #: 9616099-2007-00751 and 9616099-2007-00752. Any additional information will be submitted within 30 days of receipt.